Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went hospital due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. Customer¿s blood glucose was over 700 mg/dl in the hospital. Customer¿s current blood glucose level was 586 mg/dl. Customer had symptoms such as nausea, vomiting, difficulty breathing, elevated sugars. Customer was treated that with insulin drip. Customer stated that the there was no air bubble and leak. Customer did not allege insulin pump for under delivering. Customer declined troubleshoot for high blood glucose level. Customer stated that the cannula was bent. The insulin pump will not be returned for analysis.